Event description:
It was reported that pump showed faster battery depletion than before. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no troubleshooting or repairs were performed, and no additional information was received regarding the outcome of the event.